Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with sensor and fingerstick values in the 60¿70 mg/dl range, treated with oral carbohydrate, expressing frustration. Customer care provided recommendation for the user to speak with the hcp to get some alternative options. Investigation of this case revealed an undetermined cause of hypoglycemia with no confirmed device malfunction. No clinical symptoms associated with hypoglycemia. Outcomes included the need for self-treatment with oral glucose and follow-up calls to confirm stabilization. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the user should work with their healthcare provider regarding therapy options. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.